Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to an unknown procedure. The surgeon loaded the reload onto the handle and articulated the device. Then the green button was pressed but the instrument did not fire. When trying to unload the reload it would not articulate back to the straight position and the surgeon could not remove the reload. Another handle was used with a new reload and it did not fire as well. No patient involved.